Event description:
A report was received that the patient¿s ipg was unable to charge after a nondevice related surgery wherein an electrocautery was used. The patient will undergo a revision procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001)

Manufacturer narrative:
Additional information was received that the patient underwent a procedure wherein the ipg was replaced. The physician suspected that the cervical ipg might have been damaged due to the non-device related surgery. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient¿s ipg was unable to charge after a nondevice related surgery wherein an electrocautery was used. The patient will undergo a revision procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001.)

Event description:
A report was received that the patient¿s ipg was unable to charge after a nondevice related surgery wherein an electrocautery was used. The patient will undergo a revision procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001)

Manufacturer narrative:
Device evaluation indicated that the ipgs passed visual, electrical, performance and photographic imaging tests performed. The complaint regarding charging issue was not verified. In the lab, the ipgs were successfully charged to full capacity. These results attested that the devices were capable of being charged fully under a proper charging method. Battery depletion rates were within the normal range. The devices passed all required tests and revealed normal device characteristics.